Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with battery failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Per field service engineer (fse) the customer reported problem of battery failure was duplicated. The unit was not repaired. The customer declined repair on this unit.